Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the user identified missing additive. The following information was provided by the initial reporter. The customer stated: we noticed that one of the tubes contained in the "rack of 100 tubes" was missing one of the elements that were supposed to constitute it, namely the silicon seal used to keep the tube watertight, the anticoagulant inside, and the vacuum system.

Manufacturer narrative:
H6: investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure modes for missing stopper and missing additive was observed. Additionally, 100 retained samples were visually inspected, and no issues of missing stoppers or missing additive were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes missing stopper and missing additive. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes, the user identified missing additive. The following information was provided by the initial reporter. The customer stated: we noticed that one of the tubes contained in the "rack of 100 tubes" was missing one of the elements that were supposed to constitute it, namely the silicon seal used to keep the tube watertight, the anticoagulant inside, and the vacuum system.